Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 111 mmol/l with a data flag. The repeat result was 135 mmol/l with a data flag. The questionable result was not reported outside of the laboratory. The na electrode lot number with expiration date was not provided.

Manufacturer narrative:
It was noted that the rinse water was overflowing into the cuvettes. The field service engineer (fse) found a broken tube in the rinse unit. The fse replaced the tube. The customer had no further issues. The specific cause of the event could not be determined.